Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the cobra grasper instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 15.12mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during central processing, the cobra grasper instrument's tip broke off. There was no report of patient involvement.